Manufacturer narrative:
Cmpl-(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 06/17/2024, that on (B)(6)2024 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6)2024. Date of event is an approximation. It was reported that the patient experienced a skin reaction which occurred 3 days after the sensor had been inserted in the abdomen. The patient experienced itching, pimples, blisters, and welts extended beyond the patch perimeter. On (B)(6)2024, the patient said she had to go see urgent care because she had a severe reaction on her skin. She was diagnosed with contact dermatitis, and she was given medication: cortisone cream and benadryl 1 cap every 6 hours only as needed, or she felt itchy. The patient said she had the sensor inserted into her stomach; however, she had reactions on her arm and on her leg. There was no documentation of further medical evaluation or intervention for widespread reaction. At the time of the report, the patient was still recovering. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.